Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to corroded keypad trace. The insulin pump was monitored and had no blank display noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 107 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.